Event description:
It was reported that there was a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred, and the patient was discharged the same day. The patient came back to the hospital one (1) day post procedure and it was discovered that the patient had a pericardial effusion with cardiac tamponade. The patient underwent open-heart surgery to drain the effusion. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery from this event.